Event description:
Defibrillator used during ventricular tachycardia episode. Delivered one discharge of 50 joules. Attempted to recharge defibrillator and it displayed e-7 code and would not charge. Backup defibrillator used. This device had displayed e-7 code on 7/16/94 and the battery was replaced. 35 discharges were made to verify performance and it was found to be operating normally until 7/19/94 when e-7 error appeared again.